Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 serial # (B)(4) description: linear 3-4 50cm. Lead the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient has been paralyzed from the waist down due to an air embolism. The physician believes that the air embolism was caused by a dura puncture during a lead revision and is procedure related. The patient is being monitored at the hospital and the symptoms are improving.